Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("abundant menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), arthralgia ("generalized joint pain"), fatigue ("permanent fatigue"), headache ("intense headaches"), menstruation irregular ("irregular menstrual period") and mood altered ("mood changes"). At the time of the report, the menorrhagia, arthralgia, fatigue, headache, menstruation irregular and mood altered outcome was unknown. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: menorrhagia analysis in the global safety database revealed 1999 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. The reporter considered arthralgia, fatigue, headache, menorrhagia, menstruation irregular and mood altered to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.